Event description:
It was reported that during the stenting treatment procedure, stent damage occured. The target lesion was located at the mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with a 2x10mm balloon, the physician attempted to cross the distal rca using promus element-3x28mm stent delivery system (sds) but the device was unable to cross the lesion and it was noted that the stent become damaged. The procedure was not completed due to this event and the patient was managed medically. No patient complications were reported and the patients condition was stable.

Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The target lesion was located at the mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with a 2x10mm balloon, the physician attempted to cross the distal rca using promus element-3x28mm stent delivery system (sds) but the device was unable to cross the lesion and it was noted that the stent become damaged. The procedure was not completed due to this event and the patient was managed medically. No patient complications were reported and the patients condition was stable.